Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user with the ilet bionic pancreas paired to a freestyle libre 3+ sensor experienced a connection conflict when the sensor was already linked to another device, resulting in operation in manual blood glucose entry mode and guidance to start a new sensor via the ilet app. No clinical signs, symptoms, or conditions were reported. Outcomes included continued therapy with manual entries during the sensor warm-up period and no health impact. User support included customer support troubleshooting and education regarding sensor pairing, manual entry procedures, and the expected suspension of automated dosing after a defined period without cgm data. Investigation of this case revealed a use error and device use issue involving a sensor in use by another device, with no ilet pump component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and device compatibility or pairing configuration.